Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag got water inside. The patient was given the instruction of proper use such as being careful not to pour water on the bottom of the bag. However, the patient said that water seemed to have got inside from the seams on the bottom.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. The evaluation of the returned shower bag, lot number 8139468, could not confirm a water leak. A specific cause for the report of water inside of the bag could not conclusively be determined through this evaluation. The shower bag was returned in lightly used condition. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. Visual inspection of the interior of the bag did not reveal any areas of water damage or wear to the fabric. The bag was mounted in a sink and sprayed directly with water for over 15 minutes, to simulate using the bag in the shower. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. No further information was provided. The manufacturer is closing the file on this event.